Event description:
(B)(6) clinical study. It was reported that myocardial infarction and cardiac arrest occurred. In (B)(4) 2012, the presented due to stable angina and was referred for cardiac catheterization. The patient was enrolled in the (B)(6) study and subsequently index procedure was performed. Target lesion # 1 was de novo lesion located in proximal right coronary artery (rca) with 95% stenosis and was 25 mm long with a reference vessel diameter of 2.6 mm. Target lesion was treated with pre-dilatation and placement of a 2.50 mm x 32 mm ion stent. Following post-dilatation the residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel the next day. In (B)(6) 2014, the subject was diagnosed with cardiac arrest and was hospitalized on the same day. The subject's cardiac enzymes were found to be elevated with a reported event of myocardial infarction. It was observed that the subject experience ischemic symptoms. During the hospitalization, the subject had an implantable cardioverter defibrillator (ICD) placement. Angiography without revascularization was also performed and medications were given to treat the events. After 5 days from when the subject was hospitalized, the event non st-elevation myocardial infarction (nstemi) was considered resolved without residual effects. Then 10 days post hospitalization the event cardiac arrest was considered resolved with residual effects and was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).